Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the dissection balloon part of the device worked properly and the structural balloon would not inflate, a new balloon was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon and inflation syringe were received. The insufflation bulb and trocar balloon were received. The circular seal for the trocar balloon appeared intact. The obturator, lock collar appeared intact. A functional evaluation found that the trocar and dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.